Event description:
It was reported that when the dressing was removed from the wound, the residue of silicone adhesive left on the wound and skin around the wound. No patient harm. No delay. The dressing will not be returned due to the contamination, and no photo is available.